Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), batch: 7080321, UDI: (B)(4).

Event description:
It was reported that the patient was prescribed with medication due to severe headache. The patient had increased numbness and experienced an inadequate stimulation. Patients headache reduced after the blood patch. The trial leads were pulled out.

Event description:
It was reported that the patient was prescribed with medication due to severe headache. The patient had increased numbness and experienced an inadequate stimulation. Patients headache reduced after the blood patch. The trial leads were pulled out. Additional information was received that the trial leas were discarded per hospital policy.